Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to blower controlling hardware. The blower driving hardware of the mainboard because of a too high resulting current needed to overcome actual inertia torque of the blower rotor.

Event description:
It was reported to vyaire medical that bellavista1000 ventilator had technical error 401 accompanied by error 316. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H3: 81 other - the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet.this report is for the blower failure. Please see com-0000176112 for the leak issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet